Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarms noted. No damage found on interface board noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was 309 mg/dl at the time of incident. The customer stated that they gave correction with insulin. The customer's blood glucose was 177 mg/dl at the time of call. The customer confirmed unexpected restart alarm in the alarm history. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump was returned for analysis.